Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer noted the subject device was not reprocessed at the facility before the device was sent in to the repair center. The device was returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that since the user sent the device to olympus without reprocessing, foreign material remained in the nozzle. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "the detection way is included in gif/cf-170 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due to character restrictions facility¿s name and address is (B)(6). The device was evaluated, and the customers allegations was confirmed. Foreign matter came out of the air/water supply nozzle. Additional findings include the following: noise was generated, and the image was not visible, insufficient bending angle due to wire deterioration, water in the endoscope, resulting in damage to electronic components on the substrate. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer fse reported to olympus on behalf of the customer, foreign matter came out of the air/water supply nozzle for the colonovideoscope found during receipt inspection. During the inspection also found insufficient bending angle due to wire deterioration, and water in the endoscope, resulting in damage to electronic components on the substrate noise was generated, and the image was not visible. There was no patient or procedure involvement. This medical device report MDR is being submitted to capture the reportable malfunction found during the device evaluation.